Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens damage by injector and lens came out of cartridge in pieces. Additional information has been received that the surgery was completed same day with replacement lens. There was no patient harm.